Event description:
During the mechanical thrombectomy procedure, it was reported the solitaire 2 separated from the pushwire as it was being retrieved through a carotid stent that had previously been placed. Prior to the separation, the solitaire 2 got caught on a kinked portion of the carotid stent as it was being pulled through the stent. An attempt was made to free the solitaire by inflating an evercross balloon without success. The solitaire separated at the proximal marker as the physician pulled harder on the pushwire. The solitaire was opposing the vessel walls and no attempt was made to retrieve it from the patient. The patient was in stable condition. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pushwire was returned for evaluation and it was found broken at 182.5 cm from the proximal end. Cross sectional analysis of the break surface indicated that the failure of the pushwire occurred due to tensile overload. Per the solitaire 2 instructions for use (IFU), use of the solitaire 2 is contradicted if the patient has a stenosis and/or pre-existing stent proximal to the thrombus site that may preclude safe recovery of the solitaire 2 revascularization device. Pushwire separation. (B)(4).